Event description:
Pt was admitted to the emergency room with a diagnosis of hypoglycemia. At 9am device = 186mg/dl and lab - 37mg/dl. At 10:30am device = 74mg/dl and lab = 31mg/dl. Hospital administered dextrose. At time of call, customer was still in emergency room. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.